Event description:
After transseptal procedure of the heart the sheath and needle were removed from the access point in the patient's femoral vessel. At that time the needle was noted to have punctured through the sheath wall. Unable to determine whether puncture occurred during the procedure while inside the patients' heart.